Event description:
A rep dreamstation auto CPAP device was returned to a manufacturer service center with information alleging visualization of particles. During the evaluation of the device at the manufacturer service center, the device was visually inspected and visible foam particles were observed. Additionally, no error codes present were found. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.